Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an atrial tachy response episode where the atrial pacing is not delivered due to the device programming. It was noted that the right atrial (ra) channel was over sensing the right ventricular (rv) channel and there was a mode switch. The patient was in office recently and crt-p reprogramming was completed to cover up the rv on the ra. The crt-p remains in service at this time. No adverse patient effects were reported.